Manufacturer narrative:
Reference: mw5101725. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 medwatch (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had their cervical spinal cord stimulator (scs) implanted in 2020 and 3 days later started to have peripheral neuropathy symptoms in their r foot. Within a week it was in both feet. Pt also started to notice color changes in both feet during that time. At pt¿s one week check in with the stim nurse and the manufacturer representative, they said that it was not a side effect of the surgery and ignored it. At two weeks check in with the surgeon, it was cancelled due to the fact she was laid off, pt had an online appointment with a pa who looked at their bandages. Pt discussed the symptoms again with her, again told it hadn't been seen before. Finally got a hold of the only doctor staff, the owner, he offered to pull system at 3 weeks but didn't think it was going to change anything. Ordered steroids and x-rays of leads. Within a month neuropathy and color changes moved into patient¿s hands. Tried several reprogramming¿s once the manufacturer allowed their reps to meet with patients again, 3 months after surgery, nothing improved buzzing in shoulder or pa. Surgeon came back in september and diagnosed with peripheral neuropathy in, caused by overactive nervous system from too many surgeries, not scs. Went outside for biopsies and 2nd opinion: not pn. Turned off scs in (8)(6) and constant muscle spasms started to lessen. Scars were still very tender. Fought to get scs pulled and finally had removed (8)(6) 2021. Asked to have their stim, as they have a legal right to, but surgeon told patient they couldn't have it. Pain clinic said that patient¿s body "just couldn't handle it". Now seeing manufacturer models being recalled, not sure if patient¿s is in that category as they never gave patient specific paperwork on their unit. Pt was told they will have permanent pn symptoms and raynaud's none of which patient had before implanting the scs. Patient can barely be on their feet for more than 30 mins without excruciating pain and have limited use of their hands, all new after the implant. Pt was also not given any of the FDA information or really anything beyond the risk of any basic surgery/not working for pain.